Event description:
Balloon rupture, no patient injury

Event description:
It was reported that the device was explanted after an implant duration of approximately 11.8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another device explanted. Through follow up with the healthcare provider (via fax), a copy of the operative report was received. A device history record review is currently in process.